Event description:
It was reported that the customer noticed a sizeable leak in tracheostomy tube cuff. The patient was recannulated. The customer discarded the sample and did not take note of the lot number.

Manufacturer narrative:
The lot number is unknown therefore, the date of manufacture can not be determined. The tube was discarded therefore, unavailable for failure investigation. Manufacturing processes and inspections are in place to ensure quality controls related to this part. These processes include one hundred percent inflation/deflation inspection process. Possible causes of this failure mode may include user/mishandling and/or anatomical anomalies of the patient airway such as sharp edges of cartilage.